Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issues. In addition of the above evaluation, advised customer of open recall and informed device has been quarantined at hrf in response to required action. Device is not being returned to use.

Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. The device has not been evaluated by philips. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.